Event description:
The surgeon was advancing an aa4204vf single piece silicone introacular lens in the injector prior to insertion and the lens became damaged. Reporter does not know what exactly the damage was to the lens. No pt contact or injury.